Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that bad drawer board. A field service engineer, replaced drawer board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system machine would not turn on and is unresponsive to attempts to power it back on. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.